Event description:
Baxter germany reports home patient (hp) was hospitalized on 06/08/99, due to severe abdominal pain as a result of air in the peritoneal cavity, following treatment on the homechoice device. Physician initially noted pain could be due to "cardiac problems". Per affiliate, during hp's hospitalization, manual chronic ambulatory peritoneal dialysis exchanges were performed while lying in a prone, head-down position. Hp's condition was noted to be significantly improved, as results of x-rays indicated that the amount of free air was declining. Hp was discharged from hosp on 06/19/99, following an x-ray yielding only a minimal amount of free air, the pt was discharged "symptom-free" per baxter affiliate.